Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to redness, swelling of the wound and infection. No additional adverse patient effects were reported. This s-ICD was explanted.